Manufacturer narrative:
D10. Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, serial # (B)(6), sigphandle, sig power sigphandle handle, serial #unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a lung segmentectomy procedure, the reload connected to the adapter became stuck closed upon firing and would not open, remaining lodged in the patient. It was also reported that the reload shaft broke, and the broken part did not disengage. The surgical time was extended by 40 minutes. The devices were replaced with another device to resolve the issue.